Manufacturer narrative:
Additional information was added to d9, g4: PMA/510k #, h3, h4, h6, h11. H11: the device was received for evaluation. A review of the event history log identified flange sensor failure (system error 21502) messages. A functional flange test was performed and the device did not met testing specifications. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty pump mechanism. The pump mechanism requires replacement to address this issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a repeated system error 21502. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.